Manufacturer narrative:
Vyaire medical file identification:(B)(6). The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that the revel ventilator gives constant ext power loss alarm. As of this time, there is no information about patient involvement associated with this reported event.

Manufacturer narrative:
Result of investigation: vyaire medical was unable to verify the reported problem ventilator has constant external power lost alarm. Event trace download reveals several external power lost alarm entry but was unable to duplicate during bench testing. Performed several post test the unit passed every test, no inconsistency occurred during power up/power off. Ventilator passed initial final test and initial alarm volume test with no issues. However inop (inoperable) alarm and hardware fault 20 was found on the event trace. As a resolution mainboard and hybrid board was replaced. Unit passed testing. Process the ventilator through service to meet all factory specification and standards.